Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report 3005099803-2015-03106 pertains to the other device. It was reported to boston scientific corporation that a capio cl transvaginal suture capturing device was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture and was found in the first capio device. Consequently, another capio device was used; however, the needle also detached and was retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio cl device revealed that the carrier was broken by tension overload. Functional inspection was not performed due to the device condition (carrier detached). Furthermore, analysis concluded that the excessive force could have generated the failure found since the section broken has evidence of torsion overload. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report 3005099803-2015-03106 pertains to the other device. It was reported to boston scientific corporation that a capio cl transvaginal suture capturing device was used during a vault suspension procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached from the suture and was found in the first capio device. Consequently, another capio device was used; however, the needle also detached and was retrieved. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.